Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: it was reported that "multiple strands tried (at least 5) and every time the surgeon tried to tie it, the prolene broke." However, the quantity of products involved entered was 10. Could you please confirm the quantity of devices that were affected by suture. Breakage during this single procedure (neck procedure) being reported. 5 sutures available to return. Did the sutures broke while tying intraoperatively? Or did it occurred during handling or removing from package prior procedure? Broke while tying intraoperatively. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Frustration & additional or time. Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain no. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that one box and an overwrap packet of product code ep8730h could be observed. The reported condition could not be observed in the picture. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device lot number qpbaxe / ep8730h19, and no non-conformances related to the reported complaint condition were identified. Events reported via: (B)(4).

Event description:
It was reported that a patient underwent a neck surgery on (B)(6) 2021 and suture was used. During the procedure, it was reported that the suture broke when tying. Multiple strands tried (at least 5). This caused additional or time. Amount of time not specified. No adverse patient consequences were reported. Additional information was requested.